Event description:
It was reported that, "the handles are not tensioning."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available, then it will be submitted in a supplemental report.